Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you confirm what shape the clips were on the vessel. Were the clips malformed? No. Were the clips scissored? No. Were the clips unformed? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was able to pull the clips off of the structure. Case completed because enough clips were fixated to secure. There were no patient consequences reported.